Manufacturer narrative:
Gore has contacted the physician for additional information on this medical device incident. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On an unknown date in 2018, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprosthesis devices to treat an abdominal aortic aneurysm. On may 19, 2025, it was reported to gore that a type 1b endoleak on the right and possibly a type 1a endoleak due to due to disease progression were found during follow-up imaging. It reportedly has been determined to solve these endoleaks with additional devices. However, a definite date for the reintervention has not been provided as of yet.

Manufacturer narrative:
Updated b3, b5 and b7. Updated d4. Updated g1: contact office (and manufacturing site for devices) or compounding outsourcing facility. Updated g1: contact office - manufacturing site, corrected site number is: 2953161. Updated g3. Updated h6: added impact code: f2301. Updated component code to g04122, code g07003 is no longer applicable. Added type of investigation code b15, b14, b20, and b11. Updated investigation findings code to c24, code c21 is no longer applicable. Updated investigation conclusions code to d15, code d16 is no longer applicable. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted in the patient. Therefore, a device evaluation could not be performed. The imaging evaluation performed by a clinical imaging specialist showed the following: two jpeg images were provided for analysis. Due to this, unable to manipulate images with rotation/window leveling. Unable to confirm side of patient due to jpeg and unable to rotate or view axial imaging. The imaging does show what appears to be a type 1b endoleak. Unable able to confirm if the type 1b endoleak is on the right as stated above. There does appear to be a loss of wall apposition in the proximal device with possible 1a endoleak. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
On (B)(6) 2013, this patient underwent an endovascular procedure and was implanted with gore® excluder® aaa endoprosthesis devices to treat an abdominal aortic aneurysm. On (B)(6) 2025 follow-up imaging identified a type 1b endoleak of the gore® excluder® contralateral leg component pxc141400 on the right and a possible type 1a endoleak of the gore® excluder® trunk-ipsilateral leg component rmt231418 due to disease progression. On an unknown date at the beginning (B)(6) 2025, the rmt231418 component was extended proximally with a gore® excluder® aortic extender component to treat the type 1a endoleak. Likewise, the pxc141400 component was extended distally with a gore® excluder® contralateral leg component to treat the type 1b. The patient tolerated the procedure.